Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic retossigmoidectomy, while being applied to at the time of colon transection the surgeon tried to fire the purple reload but the stapler did not fire. They opened a new stapler in order to complete the case. As reported, there was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Initial visual inspection noted no abnormalities. Functionally, the instrument was loaded. When the trigger was compressed, the jaws did not close completely. Within the procedure, the jaws will close halfway and then return to the open position with a click sound in the middle. An access hole was cut into the instrument body for visualization of the trigger pawl. The trigger pawl was bent. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damage in the trigger pawl may occur if attempting to fire with a pre-fired single use loading unit(sulu). The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.